Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device alarmed, and the motor keeps running. - this occurrence was noticed during patient ventilation. - the event log file is provided to hamilton medical ag. - the intellicuff device alarms continuous. The red alarm led-bar at the top of the display and the cuff-system-leakage symbol are blinking. - there is patient involvement reported. This occurrence was noticed during patient ventilation. - there is need for any medical intervention reported. The intellicuff device got exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device alarmed, and the motor keeps running. - this occurrence was noticed during patient ventilation. - the event log file is provided to hamilton medical ag. - the intellicuff device alarms continuous. The red alarm led-bar at the top of the display and the cuff-system-leakage symbol are blinking. - there is patient involvement reported. This occurrence was noticed during patient ventilation. - there is need for any medical intervention reported. The intellicuff device got exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.